Manufacturer narrative:
The reported event stated that "the catheter electrode navigation display remained grayed - preventing map acquisition" and "when the mode was switched from voxel to navx, the catheter navigation display appeared to have collapsed and could not be displayed properly.¿ the results of the investigation are inconclusive since the device was not returned for analysis. Device logs and/or case studies were requested but were not available for review. As the manufacturing process does not impact the performance of the software, a review of the device history record (DHR) was not performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a pulsed field ablation procedure, there was a delay due to a graphical user interface issue. When using the ensite x system (v3.1.1) in voxel mode, the voxel point acquisition and geometry acquisition were possible. Despite acquiring multiple voxel points, the catheter electrode navigation display remained grayed - preventing map acquisition. When the mode was switched from voxel to navx, the catheter navigation display appeared to have collapsed and could not be displayed properly. Additional troubleshooting included replacing the connection cable and catheters, restarting the system, and performing revalidation, but the issue persisted. The issue was resolved by replacing the ensite x system with a non-abbott 3d system. The procedure was completed with no adverse consequences to the patient.